Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used for an bile drainage procedure on a male pt. During the procedure, the physician used excessive force as he tried to release the stent due to resistance and difficulty retracting the inner guide catheter. The resistance was not associated with another device. The stent was unable to be deployed and the device was removed from the pt along with the scope. The procedure was completed with a different device (device type, name, and manufacturer are unk). The pt was reported to be "fine" with no pt complications noted.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.